Event description:
It was reported to philips that the equipment did not start and stuck at 0:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of clinical use at the time of the reported event. It was reported that the equipment did not start and stuck at 0:00. Review of the log files confirmed the flexvision pc malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the bios battery was depleted in the flexvison pc. Fse replaced the bios battery in flexvison pc. After the replacement of bios battery in flexvison pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.